Event description:
While physician was conducting a vein graft the technician noticed blue shavings from the diagnostic catheter on the table. They were also all over the sterile package. They immediately removed the catheter from pt. There was no reported patient injury. When the sale rep inspected the product, she noticed also that on the proximal end of the catheter closet to the hub there were several cracks. The sales rep pulled the other products from shelf and they were all the same.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.